Event description:
It was reported that during a right hemi-colectomy procedure, the device was fired once and reloaded and device fired about 25% during functional end to end anastamosis. Case completed with another device of the same product code. On post op day 3, pt spiked fever and eventually returned to surgery where it was determined the anastamosis had leaked. Pt was in ICU on a vent, but has since went home.

Event description:
It was reported that during a right hemi-colectomy procedure, the device was fired once and reloaded and device fired about 25% during functional end to end anastamosis. Case completed with another device of the same product code. On post op day 3, pt spiked fever and eventually returned to surgery where it was determined the anastamosis had leaked. Pt was in ICU on a vent, but has since went home.